Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that bipolar r wave sensing was down to 2-2.8mv, undersensing noted on device, capture thresholds, impedances stable. Device programmed unipolar. R wave under & oversensing noted. The lead was replaced. No patient complications have been reported as a result of this event.